Event description:
The patient underwent a diagnostic catheterization procedure in july 2003. The next day the patient underwent an angioplasty with stent placement. Twenty-two days later the patient reported to the physician about experiencing pain in the right calf with numbness/pins and needles in the right foot upon walking. The pulse on the right side was not as strong as the left side pulse. The patient reported that pulses had been normal prior to the procedure. The patient reported that there was no leakage from the wound or any redness at the groin site. In august 2003 an ultrasound was performed on the right leg which showed an occlusion. The patient underwent surgery in august 2003 and material was removed from the artery. The patient was told it was vasoseal collagen. The patient was shown the material removed from the artery and it appeared to be about the size of a thumbnail. The patient has no pain or numbness following the surgery and is recovering at home without any further complications.